Event description:
On (B)(6) 2011, product surveillance contacted the home patient (hp) to follow up regarding a check lines and bags alarm. The hp stated they forgot to change the drain lines and were using old drain lines on the day of the alarm. The hp understood it was not proper procedure to reuse the drain line extensions. The hp stated everything was fine after starting over with new supplies. The hp stated they did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed, but no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.